Event description:
It was reported that a malfunction alarm occurred, displaying malfunction code 0. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support, which provided instructions to reset the pump, and after following these instructions, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared.